Event description:
During routine testing of the device at the service ctr, the service technician reported that the display stopped working. No other details regarding the nature of the event were provided. Since the event occurred during routine testing of the device, there was not pt involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.